Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. One of the products was implanted during surgery on (B)(6) 2008 and the second product was implanted on (B)(6) 2009. Other products implanted included boston scientific's uphold and coloplast's supris. It is not known of which of the two surgery dates the other products were implanted. The complaints via the attorney were that the pt suffered infection, pain, discomfort, urinary incontinence and complications. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.

Manufacturer narrative:
Two surgeries were performed on (B)(6) 2009. It is presumed that one of each of the products was implanted on each of those two dates but it is not known which was implanted on which date.